Event description:
The event occurred in singapore. It was reported the rotaflow console shutdown during patient transfer. The rotaflow console was replaced immediately. No harm to any person has been reported. Due to the reported shut down a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in singapore. It was reported the rotaflow console shutdown during patient transfer. The rotaflow console was replaced immediately. No error message was displayed before the shutdown of the device. No harm to any person has been reported. Due to the reported shut down a report is required. The rotaflow console with s/n (B)(6) was serviced by a getinge field service technician based in singapore and was able to confirm the reported failure. During the investigation the battery was detected as defective. Therefore, the batterypack ni-cd 24v 132wh (rfc) (article number (B)(6)) has been replaced. After the battery replacement, the device was monitored for a few days (charge and discharge) and the battery was able to hold 27.4v without any issue. The device is working as intended and handed over to the user. A similar complaint has previously been investigated by getinge life cycle engineering (lce), and the most probable root cause could be determined as an increased internal resistance. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2024-07-22 and during the period of 2020-12-07 to 2024-07-06 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2020-12-07. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. Chapter 2.2.4 general precautionary measures during use : if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions : there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.